Manufacturer narrative:
The devices referenced in this report will not be returned to olympus for evaluation due to being discarded. The exact cause of the reported event could not be conclusively determined at this time; however, this type of damage is most likely related to the operator's technique. The instruction manual contains several caution statements in an effort to prevent damage to the electrode. "When attaching the electrode, make sure not to push it too forcefully into the working element. When checking the locking of the electrode, make sure not to pull too forcefully. Otherwise the electrode may be damaged. Additionally, improper use of hf current can cause endogenous or exogenous burns, and explosions. Set the cutting current to 200 - 300 w for vaporization." If additional information is received this report will be supplemented accordingly. Please cross reference MFR. Report numbers: 2951238-2016-00020, 2951238-2016-00021 and 2951238-2016-00022.

Event description:
Olympus was informed that during a transurethral resection of the bladder (turb) procedure, four resecting electrode roller tips broke off. It was reported that no device fragment was left inside the patient. The non-olympus generator settings were 270 cut and 60 coag. The procedure was successfully completed using a different but similar device. There was no patient injury reported. No additional information was provided. This is one of four reports.